Event description:
It was reported by a distributor that, "a patient received a 1st degree burn on the thorax, under the gel portion of the ECG electrode, during a 24 hour cardiac monitoring test." There was no indication that any follow-up treatment was required by the patient.